Manufacturer narrative:
A field service engineer (fse) was dispatched onsite to evaluate the device. The fse was unable to confirm or duplicate the reported malfunction during the evaluation. A 2k preventive maintenance was conducted, during which the delta p was discovered to be slightly below the required level and was adjusted to meet specifications. All functional checks were successfully completed, and no faults were identified.

Event description:
Complainant reported that the device would not power on. No patient involvement was reported.

Manufacturer narrative:
Manufacture date is unknown. Justification for no UDI, this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.